Manufacturer narrative:
(B)(4). The device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did not activate. As the tissue pad was not returned, further functionally testing could not be performed

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the white tissue pad fell off from the jaw within ten minutes of usage. The surgeon felt tissue is not getting proper hold and so to check that device is functioning properly or not, he removed the device from the trocar and found loosening of tissue pad and ultimately it came out of the jaw. Unknown how case was completed. There were no adverse consequences for the patient.